Event description:
The shunt was implanted in 2001 and revised in 2001. Csf did flow due to obstruction at either the valve or peritoneal catheter, which brought about ventricular enlargement over time.